Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chronically high thresholds were noted on the right ventricular (rv) lead. It was noted the implantable pulse generator (ipg) exhibited premature battery depletion. The lead and ipg remain in use. No patient complications have been reported as a result of this event.